Event description:
Information received by medtronic indicated that the customer was facing an issue with the inpen not dosing insulin. Customer stated that screw moves back and forth when dispense button is pushed. No harm requiring medical intervention was reported. Troubleshooting was performed and found that knob does not dispense the accurate dose that is programmed. The customer was advised to replace inpen. The customer will discontinue the usage of the inpen and will be returned for analysis.

Manufacturer narrative:
Per visual inspection: inpen received without cartridge holder or front shell. Test cartridge holder locks properly in place. Inpen paired to the commercial app. Performed dust/debris investigation and found visible horizontal abrasions and sticky fluid on the outside of electronics housing were noted. This indicated debris was lodged between the dose knob and electronics housing causing the leadscrew anomaly. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Unable to perform front cap investigation due to missing front shell. In conclusion: deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew to retract. This can affect insulin delivery. Leadscrew anomaly was confirmed. Difficult to dial/dose was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.